Event description:
Reference MDR# 1219856-2010-00914 for the first event involving the same patient. It was reported that in the cardiology department, a female pt with the diagnosis of cardiogenic shock and left main stenosis had coronary angioplasty and stenting. The patient was having an intra-aortic balloon (iab) placed via the left femoral artery. The iab became stuck when the md was advancing it through the super arrow-flex (saf) sheath. The iab was removed and there was a third attempt with a plastic 8fr which allowed the iab to pass without problem. There was a 20 minute delay noted. The pt expired 7 days later.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.